Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a post implant check. Device interrogation revealed that the right ventricular lead had high impedance and high capture thresholds. Chest x rays revealed lead positioning was normal. The physician reprogrammed the device to resolve the issue. The patient was stable and would be monitored.